Event description:
The patient stated that he pressed the remote to go back into sleeping position and the shaft would not move at first, and started going down intermittently. No injury was reported.